Manufacturer narrative:
(B)(4)

Event description:
It was initially reported that a patient was having an issue in regards to recharging their device. There had been coupling and/or communication issues for the last few months. The patient told their physician that the battery shifts. It was suspected that the device may have flipped. The patient was also unable to adjust stimulation via their patient programmer, with or without the antenna attached. A poor communication screen was displayed. The device was noted to have been charged to 25% full. The patient was scheduled for an un-related knee surgery on (B)(6)2010, and was inquiring about information regarding electrocautery. On 05/29/2010: it was further reported that the patient was only able to get 2 coupling bars since the device was implanted. The patient intended to schedule a visit with their physician and a company representative. On (B)(6)2010: it was later reported that the patient could still only get 2 boxes filled in/displayed when recharging the battery. Once the device was charged, the battery would deplete in half a day. On (B)(6)2010: it was reported that the patient was seen for a physician reset, and the device was noted as being fine and not flipped. The physician reset was conducted due to the device being over-discharged. On (B)(6)2010, the pulse generator was determined to have slipped within the pocket, which made it hard to recharge. Surgical intervention to resolve the issue was completed on (B)(6)2010. The outcome of the patient was noted as having had resolved without sequelae.